Event description:
Pt in cardiac arrest. The device shocked once, charged, then dumped prior to ordering the second shock, then advised "no shock." An analysis one minute later again advised a "no shock." Per the memory control module printout, the pt remained in ventricular fibrillation throughout the entire time the device was on (of similar amplitude). Paramedics arriving on the scene, shocked the pt at 200 w/s and 300 w/s to get him out of ventricular fibrillation. The pt was in ventricular fibrillation from 10:07 am to 10:17 am. When the paramedics after two add'l shocks converted him to asystole. The pt was pronounced in the hosp ER. The device's audio/monitor recorder (tape) also did not record the call. The tape recorder recorded poorly on 3 consecutive calls. The tape recording systems are the weakest link on these machines. (*)